Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (367 mg/dl). Customer inquired is pump basal was being delivered. System check with tandem technical support was performed and the pump was functioning as intended. Tandem technical support confirmed that pump basal was being delivered. Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.